Event description:
It was reported intra-operatively that the lead helix could not be smoothly rotated due to the patient twisting and turning. The lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.